Event description:
Allegedly a resident (patient) of our (B)(6) hospital folded up a wheelchair. She partially unfolded the chair and sat down. The resident must have put her finger on the u-shaped plastic rest that holds the bar supporting the seat. The bar of the seat would have pressed down on the finger causing harm. The u-shaped rest is sharp.